Manufacturer narrative:
The complaint is confirmed by the field service rep (fsr). The fsr found the 2 amp fuse on the f1 board to be blown. Investigation is in process, but not yet complete.

Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, the system would only power up on battery. It would not power up with alternating current. Since the event occurred during preventative maintenance, there was no pt involvement.